Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, a 6f/7f mynxgrip vascular closure device (vcd) separated during a case and was unable to deploy. There was no reported patient injury. Additional information was requested but is unknown/ not available. A non-sterile ¿mynxgrip vascular closure device 6f/7f¿ associated with the reported complaint was returned for investigation. Upon visual inspection, the shuttle was found engaged with the black handle. The syringe was not included, and the stopcock was in the open position. The protective sealant sleeve was observed in the undeployed position, and the advancer tube was exposed along the shaft of the device. The sealant itself was not returned for evaluation. No other visual anomalies or damages were identified during the inspection. The reported event of ¿catheter-catheter detachment¿ was not observed through analysis of the returned device as there were no detachments or damages noted. The exact cause of the issue experienced could not be conclusively determined during analysis. Based on the limited information available for review and product analysis, it is not possible to determine what factors may have contributed to the issue experienced by the customer since there was no damage noted to the returned device. However, procedural/handling factors with the product is possible. As warned in the instructions for use (IFU), which is not intended as a mitigation, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ neither the product analysis, nor the information available for review suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a 6/7f mynxgrip vascular closure device (vcd) separated during a case and was unable to deploy. There was no reported patient injury. Additional information was requested but is unknown/ not available. The device is being returned for evaluation.